Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. The duration of pacing inhibition was unable to be determined during review of stored episodes. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).